Event description:
Litigation alleges the patient suffers from pain, discomfort, abnormal swelling, loss of range of motion, and difficulty ambulating.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a confirmed infection and elevated metal ions. All implants were removed and spacers were placed. Lab results from (B)(6) 2011 indicated metal ions levels below 7ppb. Several clinic visits indicated possible osteolysis, but there was no mention of osteolysis in the revision operative note. At this time litigation doesn't alleged infection. Part/lot updated for head/liner.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and infection. Added law firm, lawyer, revision surgeon, hospital, age, updated product details in ips and updated patient harms. Added several ips due to alleged infection. Patient have a second revision, however there were no product details provided.